Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized many years ago due to low blood glucose. Customer reported that insulin pump malfunctioned and over delivered insulin and the base of the reservoir became unglued. Customer did not recall details of incident such as date of hospitalization, blood glucose readings or treatment. Customer declined troubleshooting. Insulin pump will not be returned for analysis.